Event description:
Reported false positive sars result for 1 consumer. The consumer communicated that they have tested positive with quickvue otc approximately 20 times beginning (B)(6)2022 . Consumer has tested negative since then with molecular (pcr testing) and other rapid antigen assays. Each consumer event is captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.